Event description:
It was reported that the patient underwent a revision procedure due to the device not functioning resulting from a mechanical failure of the pump with an ambicor penile prosthesis (app) the app was explanted and discarded and a new ambicor penile prosthesis (app) was implanted.